Manufacturer narrative:
Continuation of d10: product ID d-evprop23-29 (lot: 0012338856); product type: 0195-heart valves; non-implantable device product ID l-evprop23-29 (lot: 0012281965); product type: 0195-heart valves; non-implantable device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported following deployment of this evolut pro+ 29 valve, the implant depth of the valve was too deep. The physicians used a snare to adjust the valve's position at a higher implant depth. However, the valve dislodged which required a second evolut pro+ 29 valve to be implanted.

Event description:
It was reported following deployment of this evolut pro+ 29 valve (B)(6), the implant depth of the valve was too deep. The physicians used a snare to adjust the valve's position at a higher implant depth. However, the valve dislodged which required a second evolut pro+ 29 valve (B)(6) to be implanted. Additional information was received regarding six procedural details. One, a pre-implant balloon dilation was performed in the aortic valve annulus using a 20x40 balloon (manufacturer unknown). Two, the patient was rapid paced during the second step of deployment with the first valve. Three, following deployment of the first valve, the first half of the valve was observed to be inside the left ventricle. Four, according to the physician, the valve dislodged because of the maneuvers with the snare to move the valve into a better position. The physician doesn't know exactly why the valve dislodged downward as a correct implant depth was achieved before deployment, but the valve "went down right after." The physician thought the downward movement could be due to the lack of calcification. Five, the second valve was implanted at an implant depth of around 5 mm. And six, there was no central or paravalvular leak following the implant of the second valve.

Manufacturer narrative:
Additional information: section b5 - second paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: intraprocedural fluoroscopic images were provided for review. Fluoroscopic valve load inspection was performed and confirmed a good load. A pre-implant balloon aortic valvuloplasty was performed prior to valve implantation. The valve was deployed just prior to the point of no recapture and depth assessment was performed. Depth appeared to be greater than 10mm on the non-coronary cusp in what appears to be a very steep cusp overlap view. The recommended target depth is 3 mm relative to the valve annulus. If the implant depth is >1 mm or >5 mm, consider recapture. In this case, a recapture was warranted. There is evidence of at least one recapture, and during the second deployment attempt depth assessment revealed a depth of approximately 8-9mm on the non-coronary cusp (ncc) which would warrant another recapture. Depth assessment in the left anterior oblique (lao) view was not confirmed therefore depth on the left coronary cusp is unknown. Depth assessment at the ncc should be performed in a cusp overlap view, and if acceptable, next step is to move to the 3-cusp coplanar view and remove parallax from the inflow portion of the valve (roll lao no greater than 25°) to verify depth at the left coronary cusp. The valve may be released once these steps are completed. However, the valve was released and dislodged ventricular after release. It was reported that a snare was used with the intent to move the valve to a better position; however, evidence supports that snaring caused the valve to dislodge aortic. Of note, as stated in the instructions for use: physicians should use judgment when considering repositioning a fully deployed bioprosthesis (for example, using a snare, balloon, and/or forceps). Repositioning the bioprosthesis is not recommended, except in cases where imminent serious harm or death is possible (for example, coronary occlusion). Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery. Subsequently, the dislodged valve was left in the ascending aorta, and a second valve was implanted. The patient¿s executive summary was not provided for anatomical review. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b2. B5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which indicated that the implant depth of the first valve after the snare and downward dislodgement was more than 10 mm. Following the dislodgement of the first valve, severe paravalvular leak was observed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.